Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, no issues were found that would be related to the reported event. Tested the usm on the patient side cart (psc) fixture test platform (pftp) and failed after sine cycle with error 23138. The metrics pointed to a hall issue on the pitch. During testing, the pitch chipencoder virtual absolute (cva) board and disk were replaced but did not fix the issue. Failure analysis identified the pitch motor stator to be the cause of the issue. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The root cause is attributed to an issue with the pitch motor stator in the usm. This issue may be resolved by fse replacement of the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: (B)(4) universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a procedure, a fault 23138 occurred on arm 1. Before contacting support, the caller attempted a power cycle of the system, which did not resolve the issue. The technical support engineer guided the caller through a hard power cycle and an emergency power off (epo) of the patient cart. The system powered back on without the error initially, but the error reappeared when the customer manipulated the arm. The caller decided to disable arm 1 and continue the procedure using the remaining three arms.